Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that there was a software failure. The fse reinstalled the software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not booting up. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the software was re-installed, the system was returned to use in good working order.